Event description:
It was reported that a patient underwent an open incisional hernia repair on (B)(6) 2014 and mesh was implanted. The patient experienced a persisting ileus on (B)(6) 2014 and was treated with central venous line placement for tpf. The ileus resolved on (B)(6) 2014. It was opined that this event was related to the procedure and not the mesh. The patient developed pyelonephritis on (B)(6) 2014 which resolved without intervention on (B)(6) 2014. It was opined that the pyelonephritis was not related to the procedure or the mesh. The mesh remains implanted. No additional information was provided.

Manufacturer narrative:
The surgeon opined there was no relationship of the mesh to the ileus and that adhesiolysis, laparotomy and procedure for mesh placement contributed to the post-operative ileus. The patient currently is reported as doing fine with no recurrence. The patient has had two re-admissions at the cardiology department for rhythm disturbances.

Manufacturer narrative:
(B)(4) - ileus occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.